Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) and reported receiving a ¿filling slowly¿ message on their liberty select cycler. In additional follow-up with the patient¿s pd nurse, it was discovered the patient had fibrin in their pd catheter (not a fresenius product) and concomitant peritonitis. The pd nurse stated that the patient was treated with heparin (per standing orders) and the fibrin resolved. With respect to the reported peritonitis, the nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2023 for symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient¿s pd culture grew the bacteria staphylococcus epidermis. The nurse stated the patient was treated with antibiotic therapy using vancomycin (per clinic protocol) on an outpatient basis. The patient has continued pd on the same cycler without any further issues and is recovering from the peritonitis event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) and reported receiving a ¿filling slowly¿ message on their liberty select cycler. In additional follow-up with the patient¿s pd nurse, it was discovered the patient had fibrin in their pd catheter (not a fresenius product) and concomitant peritonitis. The pd nurse stated that the patient was treated with heparin (per standing orders) and the fibrin resolved. With respect to the reported peritonitis, the nurse stated the patient was seen in the outpatient pd clinic on (B)(6) 2023 for symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient¿s pd culture grew the bacteria staphylococcus epidermis. The nurse stated the patient was treated with antibiotic therapy using vancomycin (per clinic protocol) on an outpatient basis. The patient has continued pd on the same cycler without any further issues and is recovering from the peritonitis event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture grew the bacteria staphylococcus epidermis which is bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the pd nurse.